Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient could not fully charge the ins since a year prior, and though the ins could be used it had to be charged more often and the charger was getting hot. The patient reported in (B)(6) that the ins quit working again, and the patient's pain returned, though charging was still possible. It was reviewed that the ins should have reached normal end of service in (B)(6) of 2019. The patient was redirected to his healthcare provider (hcp). There were no reported complications and no further complications were expected. Patient was implanted for post lumbar laminectomy syndrome.